Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported intermittent access to sound with the device when pressing the conductive link around the mastoidectomy area. Revision surgery is being considered.

Manufacturer narrative:
Conclusion: device investigation revealed a damage to the conductor link, likely caused by minute device mobility. The problems described in the patient report appear to match the damage found. Other damages found during investigation are attributable to the removal surgery. Additionally, the patient's hearing decreased over time and the patient was now a boderline candidate for vibrant soundbridge. Therefore the patient was re-implanted with a cochlear implant. This is a final report.

Event description:
The patient reported intermittent access to sound with the device when pressing the conductive link around the mastoidectomy area. The patient has been re-implanted.